Manufacturer narrative:
The set was returned under pr (B)(4). The intravenous (IV) disposable set leak product analysis procedure was performed to test the source administration set (model 2426-0007) and secondary set (model 72215n). The testing of the returned sets showed no anomalies. The customer complaint was unable to be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line. The following information was received by the initial reporter with the following: it was reported by customer that per nurse medication was program to infuse medication complete nurse notice air bumbles in the line, remove all units and replace.